Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose was 428 mg/dl. The customer administered a manual injection. Reportedly, the customer would use manual injections for alternate insulin therapy.